Event description:
The patient reported a shocking or jolting sensation. The caller reports an overstimulation sensation. The patient stated the device was turned off three months ago by medtronic rep because pt was involved in a car accident and it was determined that the lead had migrated. The technical services agent discussed that if patient comes into contact with emi it can toggle the device on or change parameters. The patient had called her physician and had an appointment for the following day.